Manufacturer narrative:
The reported device was returned and evaluated. Visual inspection was performed and no abnormalities were observed. The patient outlet connector was loose due to the load being applied in the loosening direction when the patient circuit is attached or detached. There is a corrective action open to capture events of this nature.

Event description:
It was reported that during a maintenance checkup, the air passage connection part was loose. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Tighten the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted. The cause of the reported problem could not be determined. The manufacturing DHR is not relevant to the investigation.